Event description:
During an atrial fibrillation and atrial flutter ablation a versacross connect access solution for faradrive and versacross rf puncture wire was selected for use. The physician used the non boston scientific mapping system in combination with the farapulse pfa system. The case began with ablation of the cavotricuspid isthmus (cti) using a non boston scientific rdaio frequency (rf) catheter due to the patient history of typical atrial flutter. The physician then proceeded to obtain transseptal access for the atrial fibrillation ablation. Transseptal puncture was challenging due to the patient cardiac anatomy, as the heart was rotated in a way that made obtaining adequate ice views difficult. The physician instructed the circulating nurse to deliver rf energy from the baylis rf puncture generator to the versacross connect for faradrive needle four times before successfully crossing the interatrial septum with the wire, dilator, and sheath. During one of the unsuccessful attempts, the physician believes an unrecognized pericardial tear may have occurred. No resistance was felt while maneuvering any catheters. Once transseptal access was achieved, the physician completed the atrial fibrillation ablation. All devices were removed from the left atrium, and additional cti touch up ablation was performed with the non boston scientific rf catheter. Ice imaging during the post ablation waiting period showed no evidence of effusion, and the patient vital signs remained stable throughout the procedure. The procedure concluded without any observed complications. The following morning, during planned discharge, the patient reported not feeling well. Overnight, the patient blood pressure had dropped to approximately 50/30, and a cardiac tamponade was identified. A pericardiocentesis was performed, and the patient stabilized. The complication occurred 4 to 8 hours after the procedure, and the exact perforation location is unknown. The patient hospitalization was extended due to the event, but was reported to be doing well and is expected to fully recover. A versacross rf puncture wire was used during the procedure. A boston scientific transseptal access product was also used, though the lot number is unknown; the device is not available for return.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
B5: describe event or problem - updated. H6: device codes - updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
During an atrial fibrillation and atrial flutter ablation a versacross connect access solution for faradrive and versacross rf puncture wire was selected for use. The physician used the non-boston scientific mapping system in combination with the farapulse pfa system. The case began with ablation of the cavotricuspid isthmus (cti) using a non-boston scientific radio frequency (rf) catheter due to the patient history of typical atrial flutter. The physician then proceeded to obtain transseptal access for the atrial fibrillation ablation. Transseptal puncture was challenging due to the patient cardiac anatomy, as the heart was rotated in a way that made obtaining adequate ice views difficult. The physician instructed the circulating nurse to deliver rf energy from the baylis rf puncture generator to the versacross connect for faradrive needle four times before successfully crossing the interatrial septum with the wire, dilator, and sheath. During one of the unsuccessful attempts, the physician believes an unrecognized pericardial tear may have occurred. No resistance was felt while maneuvering any catheters. Once transseptal access was achieved, the physician completed the atrial fibrillation ablation. All devices were removed from the left atrium, and additional cti touch up ablation was performed with the non-boston scientific rf catheter. Ice imaging during the post ablation waiting period showed no evidence of effusion, and the patient vital signs remained stable throughout the procedure. The procedure concluded without any observed complications. The following morning, during planned discharge, the patient reported not feeling well. Overnight, the patient blood pressure had dropped to approximately 50/30, and a cardiac tamponade was identified. A pericardiocentesis was performed, and the patient stabilized. The complication occurred 4 to 8 hours after the procedure, and the exact perforation location is unknown. The patient hospitalization was extended due to the event but was reported to be doing well and is expected to fully recover. A versacross rf puncture wire was used during the procedure. A boston scientific transseptal access product was also used, though the lot number is unknown; the device is not available for return. Additional information revealed during the procedure, the dilator and sheath were not advanced through the septum during the initial four unsuccessful attempts; only the rf wire was advanced, and each time the wire was not visualized in the left atrium, prompting the team to retry. The dilator and sheath were advanced only on the final attempt, when the rf wire was clearly seen in the left atrium and the system successfully crossed the septum. The versacross rf wire is suspected to have caused the cardiac tamponade. On the final transseptal puncture attempt, once the rf wire was confirmed in the left atrium, the dilator and sheath advanced smoothly through the septum without resistance.